Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle was clogged with transparent colloid foreign material. This is attributed to insufficient cleaning. The user¿s complaint of the e315 scope communication error was not duplicated; however, it is possible that such an error may have been received. Other observations for the device was that there was image noise and image disappearance when the device was angled. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer strictly follows the instructions for use for reprocessing of the device.

Event description:
As reported for this event by the customer, during preparation for use for a diagnostic enteroscopy an e315 scope communication error was observed for the device. There is no patient involvement and no harm reported to any patient. The patient of the intended procedure was not made ready for the procedure yet. The intended procedure had five minutes delay to the start and was completed with another similar device. Upon evaluation of the returned device, it was observed that there was another reportable malfunction of the device. The device nozzle was clogged with transparent colloid foreign material. This is attributed to insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. It is likely the events occurred due to the following: event 1: e315 was temporarily displayed at the facility due to plug unit corrosion during user handling. Event 2: the foreign material was unable to be identified. There was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. The events can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image, the air feeding function, and the objective lens cleaning function." 2) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 3) "flush the air/water channel with water and air." Olympus will continue to monitor field performance for this device.